Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were supposed to have an MRI today, but they were confused and unaware that they had to put the device on MRI mode. Pt said, "I don't understand anything about this battery thing and it's a bunch of (profanity). I hate it. I wish I had the other one." Pt mentioned they have sciatica and the old device helped. Pt was frustrated and stated that with their current device, they had stay still in order to get good connection and they would get a message "can't turn on wi-fi. Turn on data roaming." Agent offered to help charging the implant and going through MRI mode but pt said they will charge everything first and will call back tomorrow. Pt called back and repeated details from original call and says they don't like the external equipment. They said they are sick and used profanity. Pt said that they charged ins already, and cant connect in mystim rc application. During the call pt did long press on communicator and was then able to get into MRI mode and it shows they are full body eligible. Pt called back in while at the MRI facility. Pt reported they were not able to connect and enter MRI mode. Agent troubleshot with the pt. Pt had a message to recharge the ins. Agent walked pt through recharging the ins. Pt was at MRI facility so they had difficulty maintaining charge quality. Pt will recharge the implant and call back in if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.